Event description:
The beckman coulter lh750 instrument leaked clear fluid below the instrument. The customer was unable to locate the source. Customer was wearing personal protective equipment (ppe) consisting of lab coat and gloves. There was no exposure to the customer. There was no contact to mucous membrane or open wounds. The operator did not seek medical attention. There was no death, injury or change to patient treatment attributed to this event. There was no report of any patient samples or results being affected by this event. The material safety data sheet (msds) was not reviewed. There is an exposure control or risk management plan was in place. The field service engineer (fse) found after troubleshooting problem that there was a hole in tubing at valve 115 (vl115). Fse replaced tubing and performed system verification. Fse also tested all functions and all testing passed established performance specifications. The root cause was of the leak was a hole in tubing at vl115. Per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but is not limited to, wearing protective eye wear, gloves, and suitable laboratory attire when operating or maintaining this instrument or any other automated laboratory analyzer.

Manufacturer narrative:
(B)(4).